Event description:
It was reported via clinical affairs that a patient involved in a clinical trial experienced a neurological - ischemic stroke same day of the aortic valve implant. Event description states, "right upper and lower extremities not withdrawing to noxious stimuli and not following commands." The outcome is noted as "temporary disability". Hospital records indicate patient underwent uncomplicated aortic valve replacement earlier today. Postoperatively in the intensive care unit, she was somewhat hemodynamically labile, prompting a transesophageal echocardiogram. This revealed a localized clot around the right atrium that was felt to be hemodynamically compromising; thus, she was taken back to the or for mediastinal exploration and evacuation hematoma. After replacement, overnight concern for stroke, subsequent head CT found right parietal subdural hematoma without significant midline shift, with repeat CT showing slight enlargement. CT angio/perfusion shows no perfusion asymmetry, no stenosis or vessel cutoff. Eeg on pod 1 showed no seizures...pod 2 she was more awake, following commands, moving all extremities, subsequently extubated without difficulty. All tests indicate the aortic bioprosthesis is functioning properly, no malfunction or quality deficiency related to this event.

Manufacturer narrative:
Additional manufacturer narrative: stroke or cerebral vascular accident (cva) is a well-known complication associated with the surgical aortic valve replacement. These events can be ischemic or hemorrhagic. Ischemic strokes have many etiologies, including embolization of calcific debris during placement of the aortic crossclamp or debridement of the diseased aortic valve. Other common causes include atrial fibrillation and embolizations from carotid artery lesions. Review of hospital records and provided information suggests nothing to indicate a device malfunction or quality deficiency related to this event. The event was eventually resolved and the device remains implanted, functioning as intended.